Manufacturer narrative:
(B)(4).

Event description:
The customer alleges resistance when withdrawing the wire and the wire started to unroll. No patient injury reported. No intervention required.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen 12 fr x 25 cm hemodialysis set catheter with the spring wire guide (swg) still inside of the catheter. The catheter appeared to be used; however, no defects or anomalies were observed. Visual examination of the swg revealed the guide wire is unraveled from the proximal weld. The distal end of the core wire was undamaged and retained its j shape. The guide wire body also had multiple bends and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the proximal weld. The proximal weld was present at the end of the unraveled coil wire and the distal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 680 mm in length, which met the specification; therefore, no pieces appear to be missing. The outside diameter of the guide wire was also found to be within specification. A swg from lab inventory with an outer diameter of 0.864 mm passed through the returned catheter from the hub to the tip without restriction. A manual tug test confirmed the distal weld is intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The product instructions-for-use (IFU) states that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement the catheter should be withdrawn 2-3 cm relative to the spring-wire guide and another attempt should be made to remove it. If resistance is felt again the spring-wire guide and catheter should be removed simultaneously. Applying undue force may cause the spring-wire guide to break. The reported complaint that the guide wire unraveled while using the catheter was confirmed through visual examination of the returned sample. The returned guide wire was kinked, unraveled, and the core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.035") are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances it was determined that operational context caused or contributed to this issue.

Event description:
The customer alleges resistance when withdrawing the wire and the wire started to unroll. No patient injury reported. No intervention required.